Event description:
The surgeon and patient suffered a minor burn from a cut in the cord of the cautery device.

Manufacturer narrative:
During an abdominoplasty, the surgeon leaned over the patient and each suffered a small minor burn to the abdomen from the cord of the cautery device. The burns were described as red dots about the size of a pencil eraser. No treatment was initiated as a result of the incident. The sample was returned and evaluated. A small cut measuring approximately 0.2cm was found on the cord. The source of the cut was not determined. It is not known if the integrity of the cord was compromised prior to or during use. We have no other similar incidents reported to us for this device.